Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) radial head procedure, the tip of threaded guide wire broke off inside patient while surgeon was removing it. The guide was implanted into the radial head. The radial head was split into two parts and was on the sterile field at the time, as it was fractured off from the radial shaft. The surgeon was attempting to reduce the two (2) radial head fragments. The tip of the wire, approximately 1-2mm broke off. This increased surgical time by an unknown amount as the surgeon then had to find another position for the new k-wire to avoid the tip that had broken off in situ. It was impossible to remove the tip without compromising the patient outcome. The tip of guide wire remained in situ. A 1.1mm non-threaded guide wire was available to complete procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. : without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.